Event description:
Additional information received reported that as of 22-aug-2016 no additional information was available.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received gablofen (2000mcg/ml, 613.2mcg/day) in an implantable pump for intractable spasticity. The patient missed a scheduled refill appointment on (B)(6) 2016. The low reservoir volume occurred on (B)(6) 2016. The patient reported to the clinic for a refill on (B)(6) 2016. The hcp indicated the pump ran empty and the patient was not receiving medication between (B)(6) 2016. The patient did not experienced withdrawal symptoms. The hcp questioned if there might be an issue with catheter patency due to being asymptomatic with an abrupt discontinuation with therapy. The pump was refilled with sterile saline and programmed to minimum rate mode. The patient was prescribed oral baclofen. The plan was to reassess in the future to determine the response to oral medication. The manufacturer representative was going to follow-up with the hcp on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.